Event description:
Two years after implanting a cypher stent in the lesion in the right. Posterolateral branch, total occlusion was found. During the index procedure, four de novo lesion in the mid lad, the left posterolateral, the posterolateral branch from the rca and the distal rca were treated. Stenosis greater than or equal to 50% were found in the 1st diagonal, the posterior descending artery and the distal circumflex. The pt was discharged two days later. Post-procedure medications included beta-blockers, asa, plavix, ace inhibitors and simvastatin. Approx 31/2 weeks later, the pt was re-hospitalized with chest pain for two days. The event was resolved without residual effects. Twenty-five days later, the pt was hospitalized for elective re-ptca of de novo lesions in the proximal and mid rca. Two non cypher stents were implanted.